Event description:
The customer stated that she was told to call in to get a replacement insulin pump because her's is no longer working. Found that it was giving motor error and other error alarms. The insulin pump also had cracks along the reservoir compartment. Inspected the drive support cap, and found that it was protruded. The customer has not worn the unit in over two months. The customer also stated that she was hospitalized due to low blood glucose levels three years ago. She stated that there were a number of reasons why her blood glucose went low. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case on lcd display window corners, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, scratched lcd window and missing end cap sticker. The insulin pump passed self test, off no power test and displacement test. The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to confirm motor error alarm due to prime alarm. Motor was tested outside the device and passed.